Manufacturer narrative:
Permobil representative received notice from the end-user of an incident having occurred where it was claimed while the end-user was traversing through their home in the m3 corpus, the device reportedly lost power which caused the device to stop, unable to resume drive. The end-user reported being somewhat ambulatory and attempted to exit the device to seek assistance. Reports during the transfer, the end-user lost balance and fell where they reported as having sustained a laceration in their scalp requiring 2 staples to secure. Review of client file indicates a history of claims of power loss with the device, but evaluations and inspections could never determine a possible cause. Permobil is unable to confirm a failure having occurred as alleged, and reports do not specifically claim the alleged failure as having caused the event. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
The end-user reported while operating their device in their home, the device suddenly stopped with a total loss of power. The end-user is somewhat ambulatory and attempted to exit the device to seek assistance. Reports claim as they were in mid transit, the end-user lost balance and fell to the floor where they sustained an injury requiring medical intervention to address.